Manufacturer narrative:
Follow-up information on 18-jun-2015 the required numbers of follow-up attempts have been completed, with no response to date. Case closed. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and became pregnant and had a miscarriage / passed a big clot and the pregnancy came out with it (interpreted as spontaneous abortion). She started bleeding after essure inserted and bled for over 100 days nonstop (interpreted as genital bleeding). It was also reported that one coil had perforated her tube and she was afraid that some fragments of the coil might have broken off and still be in her uterus (suspicion of device breakage). The event spontaneous abortion and suspicion of device breakage are unlisted in the reference safety information for essure while the other events are listed. All these events, except for pregnancy and suspicion of device breakage, are serious due to medical importance. Pregnancy and suspicion of device breakage are non-serious. Miscarriage (spontaneous abortion), it is the most common complication of early human pregnancy, occurring mainly during the first trimester of pregnancy. This is considered to be due to a high number of abnormal embryos presenting with either chromosomal and/or gross morphological abnormalities. In this case, miscarriage occurred about one month after conception. Given the above mention information and considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, the reported event was considered as unrelated to the insert. With regards to the other events, a causal relationship with suspect insert was considered as related. This case was regarded as incident since essure and both tubes were removed. Additionally, non-serious events were reported. Product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.

Manufacturer narrative:
Follow up information was received on 11-aug-2015: this follow-up has been identified during monitoring of postings in FDA hosted docket website (#FDA-2014-n-0736-0253), which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015. Consumer stated she underwent an essure removal surgery in 2013. In 2015 she found out that she still has fragments on her uterus and has to have a second surgery. She has been suffering because of essure since 2012. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted; became pregnant and had a miscarriage (passed a big clot and the pregnancy came out with it). She started bleeding after essure inserted and bled for over 100 days nonstop (interpreted as genital bleeding). It was also reported that one coil had perforated her tube. She had a surgery to remove essure 2 years after its insertion; but according to her, she still has fragments in her uterus (regarded as device breakage). The event spontaneous abortion is unlisted in the reference safety information for essure while the other events are listed. All the events, except for pregnancy and device breakage, are serious due to medical importance. Miscarriage (spontaneous abortion), it is the most common complication of early human pregnancy, occurring mainly during the first trimester of pregnancy. This is considered to be due to a high number of abnormal embryos presenting with either chromosomal and/or gross morphological abnormalities. In this case, miscarriage occurred about one month after conception. Given the above mention information and considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, the reported event was considered as unrelated to the insert. With regards to the other events, a causal relationship with suspect insert was considered as related due to their nature. This case was regarded as incident since a surgery for device removal was required. Additionally, non-serious events were reported. The performed product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received from a (B)(6) female consumer in united states on (B)(6) 2015 who had essure (fallopian tube occlusion insert) inserted in 2011. Consumer reported that she started bleeding after essure inserted and bled for over 100 days nonstop. According to reporter, her dye test said her tubes were 100% blocked. However, she became pregnant within about 6 to 7 months after essure inserted. Consumer had a miscarriage when she was about a month along and states that she passed a big clot and the pregnancy came out with it (she flushed it down the toilet). In addition consumer reported that she had pain and almost got divorced since she could not have relations with her husband. It hurt so much with relations and she would start to bleed again afterwards. She had essure removed surgically and both tubes removed in (B)(6) 2013. Hcp said one coil had perforated her tube and the other coil was found next to her cervix not in the tube. Consumer also informed that she is afraid that some fragments of the coil might have broken off and still be in her uterus since she still has a little pain. She is about 80 to 90 % better. She never had cramps with her periods before essure and states that, even with it removed, her period is horrible. She cannot even get out of bed. Additionally, consumer reported that she has a (B)(6) friend that had to have a total abdominal hysterectomy due to essure ((B)(4)). Ptc investigation result was received on (B)(4) 2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality defect per se. The ae case refers also to a product quality issue (breakage) as the patient stated she were afraid that some fragments of the coil might have broken off. However, based on the available information no actual breakage was observed but only feared. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse event considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and became pregnant and had a miscarriage / passed a big clot and the pregnancy came out with it (interpreted as spontaneous abortion). She started bleeding after essure inserted and bled for over 100 days nonstop (interpreted as genital bleeding). It was also reported that one coil had perforated her tube and she was afraid that some fragments of the coil might have broken off and still be in her uterus (suspicion of device breakage). The event spontaneous abortion and suspicion of device breakage are unlisted in the reference safety information for essure while the other events are listed. All these events, except for pregnancy and suspicion of device breakage, are serious due to medical importance. Pregnancy and suspicion of device breakage are non-serious. Miscarriage (spontaneous abortion), it is the most common complication of early human pregnancy, occurring mainly during the first trimester of pregnancy. This is considered to be due to a high number of abnormal embryos presenting with either chromosomal and/or gross morphological abnormalities. In this case, miscarriage occurred about one month after conception. Given the above mention information and considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, the reported event was considered as unrelated to the insert. With regards to the other events, a causal relationship with suspect insert was considered as related. This case was regarded as incident since essure and both tubes were removed. Additionally, non-serious events were reported. Product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. Further information is being sought.